Manufacturer narrative:
Part number: 324.210, lot number: 9881905, manufacturing site: (B)(4), release to warehouse date: 31. Mar. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a procedure at the time of passing the drill into the pubis, a 2.5 mm long pelvic system drill was split. Fragments were generated and not removed, due to how deep the fragments were. One fragments remains in the patient which was confirmed by x-ray. The drill bit was replaced with another bit to continue the surgery. There was no surgical delay. The procedure was completed successfully. There was no consequence to the patient. This report involves one (1) 2.5mm percutaneous drill bit qc/ 300mm/ 200mm calibration. This is report 1 of 1 (B)(4).